Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The investigation evaluation details. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that ablation was performed outside pulmonary veins. The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. An internal corrective action has been opened to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively to use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that five days after being discharged for an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter, the patient suffered a cerebrovascular accident which required readmission in the hospital. The report indicated that there was an adverse event that occurred five days after the index procedure that was completed without issue. The patient was discharged after the procedure, and the patient entered back into the hospital five days later with signs of a stroke. The details regarding the discovery of the stroke, confirmation of the diagnosis, and medical interventions were not provided. Additional information was received on 09-oct-2025. The physician¿s opinion on the cause of this adverse event was that he does not believe the stroke can be blamed on ablation. The outcome of the adverse event is unknown, and at the moment the patient was on life support. The patient required extended hospitalization because the patient was transferred to a larger, more intensive hospital. The patient¿s symptoms did not resolve. The intervention provided was pulmonary vein isolation (pvi), posterior wall, and cti with radio frequency (rf). The procedural act was above 350 the whole case. Less than three catheter exchanges occurred during the procedure, but unknown. One transseptal puncture site was performed during the procedure. No evidence of char or blood thrombus / clot during the procedure. No (generator/pump) malfunction has been reported.